Event description:
Medtronic received information via literature regarding clinical outcomes for patients implanted with a medtronic evolut r transcatheter valve. All data were collected from 16 centers enrolled in the horizontal aorta in transcatheter self-expanding valves (horse) registry from september 2014 to april 2020. The study population included 572 patients who were predominantly male with a mean age of 80.8 years. All patients were implanted with a medtronic evolut r transcatheter bioprosthetic valve (unique device identifier numbers not provided). Among all patients, there were four early peri-procedural deaths. One patient died due to a major vascular aorto-iliac dissection, one patient due to cardiogenic shock secondary to an acute severe aortic regurgitation, and two patients due to major cerebral event (one ischemic and one hemorrhagic) within 48 hours of implant. Based on the available information medtronic product was associated with these four early deaths. There were 7 total in-hospital deaths and 35 late deaths with median follow-up time of 22 months. No further details were provided on these deaths; based on the available information medtronic product was not directly associated with these deaths. Among all patients, adverse events included: moderate to severe paravalvular leak (pvl), mean transvalvular gradient greater than 20 mmhg, annulus rupture, valve migration, periprocedural myocardial infarction (mi), stroke, new onset atrial fibrillation, new onset left bundle branch block, arrhythmia requiring permanent pacemaker implant, endocarditis, thrombosis, and unspecified structural valve dysfunction (svd) requiring intervention. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: gallo et al. Procedural outcomes of the 34 mm evolutr transcatheter valve in a real-world population insights from the horse multicenter collaborative registry. Int j cardiol. 2022 apr 29;s0167-5273(22)00643-x. Doi: 10.1016/j.ijcard.2022.04.079. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.